Event description:
As reported by the user facility: customer reported, "attempted to infuse ivig via a piggyback function. Fluids never went in, instead the primary fluids were going in the entire time. Pump pulled and tagged and reported to biomed. The doctor was informed of 110ml of the primary was infused. New drug was needed to be infused". Limited info available. Unk if the piggyback was clamped and the rate. No pt injury.